Event description:
Information received indicates the casters will continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the worn caster stems and horns to repair the bed.